Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The wallflex¿ biliary rx stent was implanted by dr. (B)(6) at: (B)(6). (B)(4) stent blocked/occluded. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx stent was implanted in the distal common bile duct to treat a stricture due to chronic pancreatitis. There were no issues reported during initial stent placement. The patient had a history of pre-existing pleural effusion which was treated with a chest tube placement and had symptoms of fistula formation late in 2015 which was resolved. Reportedly, the patient did not have any history of surgery to the lungs, liver, or biliary tree, and no recent trauma to the liver. Additionally, the patient did not undergo any cancer treatments and the patient's anatomy was not friable. According to the complainant, approximately one year after the stent was implanted, the patient was noted to be coughing out bile during a percutaneous transhepatic cholangiography (ptc) on an unknown date. The physician performed an endoscopic retrograde cholangiopancreatography procedure (ercp) and noted that the stent had a tissue ingrowth at the top portion on the proximal side of the stent. The stent remains implanted. During the percutaneous transhepatic cholangiography (ptc) on an unknown date, the physician noted that the patient had developed a fistula between the upper hepatics and the right lung. A percutaneous drainage catheter was implanted to resolve the fistula. The patient's fistula had not yet resolved to date. The physician noted that the fistula is located at the opposite end of the biliary system from the stent. In the physician's assessment, the stent did not cause or contribute to the fistula. The patient was discharged from the hospital and no further complications were noted.